Manufacturer narrative:
Investigation: product code: fhc-a202. Lot number: hcg9040172. Control lot: 20miu/ml hcg urine lot: hcg090304-02; 100miu/ml hcg urine lot: hcg090521-01; 284.1ml hcg urine lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. The 100miu/ml and 284.1/ml hcg urine control yielded clearly positive results at 3 min read time. Verified the product number, product description, lot number and batch record. No abnormal results were found. Investigation pending on customer returned sample.

Event description:
Caller reported a potential false negative result on urine hcg pregnancy test. A (B)(6) female presented in the ed with abdominal pain, r/o ectopic pregnancy. CT scan confirmed pregnancy and serum quantitative test result was 36,272 miu/ml. Last menstrual period not provided. Urine sample was normal: specific gravity = 1.010, yellow, clear with ph = 6.